Manufacturer narrative:
The reported event of pull-out was not confirmed. No root cause was identified for the reported event.

Manufacturer narrative:
Patient identifier is unknown. Date of event is estimated. Device information is unknown. Date of implant is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30724, 1627487-2020-23947. It was reported that the patient experienced ineffective stimulation following a fall where the patient landed on their ipg pocket site. Imaging showed that the patient's leads had pulled-out of the ipg header. The patient underwent surgical intervention on (B)(6) 2020 to reconnect the leads. Intraoperative testing showed high impedances on multiple contacts. In turn, the physician decided to explant and replaced the entire scs system. Post-operatively, stimulation therapy was restored.